Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 7.8 mmol/l. Customer stated that the drive support cap was not damaged. Customer stated that a motor position encoder error alarm may have occurred. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.